Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was obsessive compulsive disorder (ocd).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) movement disorders. It was reported that the patient feels like they are getting little shocks from their device. The shocks are not all time, but they feel like little vibrations on each side, like a tens unit. This issue has been going on for a little over a year, but has been getting worse in the last two weeks. The patient left a message with their healthcare provider about the issue. No complications or further complications were reported. [Refer to manufacturer report #3004209178-2017-06403 for details pertaining to the reportable related event.]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there had been a slight increase in amplitude which may have contributed to the periodic shocks. It was also reported that the settings were case (+) leading to paresthesias over the ins.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: (B)(6)2007 explanted: (B)(6)2019 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) . The rep reported a revision, and they wanted to know if it was possible to use twist lock on extension, which is not possible. It was reviewed with the rep that if the alligator clip is used then it would be possible to test between 2 electrodes at a time. No symptoms were reported. The patient was revised with new extensions to lower the profile at the ins site, patient had old extensions with pocket adaptors. On april 11th 2019, additional information was received from a manufacturer representative (rep) stating that the original complaint was shocking in the ins pockets. Impedances were within normal range before the revision. The doctor was planning a pocket revision lower the profile of the ins's and check impedances intra-op to see if anything was abnormal. The doctor then decided to replace the extensions to omit the pocket adaptor and lower the ins profile on both sides no further patient complications were reported/ anticipated as a result of this event